Event description:
It was reported that customer experienced pump repeated blockage alerts that stopped delivery doses. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional information was received regarding the issue.